Event description:
After placement of the guidewire and initial insertion of the catheter, there was increased resistance while advancing the catheter. The rt made a clinical decision not to attempt further advancement, due to the resistance, of the catheter and proceeded to remove the catheter from the artery. After the removal, it was noticed part to the catheter tip was missing. It was reported the tip was removed during the procedure. There was no patient injury. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#: (B)(4). The customer returned one arterial catheter and product lidstock for analysis. Visual examination revealed that the catheter was separated towards the juncture hub. The remaining part of the catheter was not returned. The catheter was discolored towards the point of separation; the catheter appears to have a blue-green hue at and around the separation. The appearance of the damage is consistent with damage resulting from contact with a sharp instrument (i.e. Needle bevel). The catheter was separated 1 1/4" from the hub. This indicates that 1 2/8" - 1 4/8" of the catheter wasn't returned for analysis. The outer diameter of the catheter measured 0.0445" which is within the specification limits of 0.044"- 0.047" per the catheter extrusion graphic. The inner diameter of the catheter measured 0.031" which is within the specification limits of 0.031"-0.034" per the catheter extrusion graphic. The instructions-for-use states, "firmly hold introducer needle hub in position and advance catheter, over guidewire into vessel." Per the IFU, the catheter was threaded with a lab inventory guide wire of the same diameter, and the guidewire passed with little to no difficulty. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit inform the user, "do not alter the catheter, guidewire, or any other kit/set component during insertion, use or removal". The report of a separated arterial catheter was confirmed through complaint investigation. Visual and microscopic analysis revealed that the catheter body was separated. The appearance of the separation appears consistent with damage resulting from contact with a sharp instrument (i.e. Needle bevel). The catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report that the defect was observed during use and the appearance of the damage, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
After placement of the guidewire and initial insertion of the catheter, there was increased resistance while advancing the catheter. The rt made a clinical decision not to attempt further advancement, due to the resistance, of the catheter and proceeded to remove the catheter from the artery. After the removal, it was noticed part to the catheter tip was missing. It was reported the tip was removed during the procedure. There was no patient injury. The patient's condition is reported as fine.